Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was 548 mg/dl and after couple of hours it was 600 mg/dl. Customer stated the cord had loosened up from the infusion set. Customer stated she changed the infusion set and needs to know if she needs to do anything in the programming of the insulin pump. The customer was assisted in programming the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.